Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s husband reported via phone call that they were hospitalized due to high blood glucose, diabetic keto acidosis on (B)(6) 2019 with blood glucose level was 450 mg/dl. Customer stated the current blood glucose value was 375 mg/dl. Customer experienced symptoms such as nausea. The customer was treated with intravenous insulin drip, injection. Customer was using auto mode. Customer had using insulin pump system within 48 hours of reported high blood glucose event. Customer did allege insulin pump was under delivering. Troubleshooting was performed. The insulin pump will not be returned for analysis.